Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2016-04303. It was reported the patient needed an MRI; however, the system could not be placed in MRI mode due to multiple invalid impedances. Therapy was not affected due to the invalid impedances. Surgical intervention is planned to address the issue.